Event description:
Device was implanted in 2006. Five days later, integra neurospecialist was contacted by the physician stating that the pt was not responding to the shunt. It was reported that approx 15cc's per day of excess amounts of cerebral spinal fluid (csf) had to be continually drained in order to relieve pressure. The integra director of product development, contacted the physician and suggested, he does an isotope study to determine if the shunt was functioning properly. The test was conducted and concluded that the peritoneal catheter was working, however the shunt was not functioning properly and the isotope would not pass through the shunt into the peritoneal catheter. The osv ii shunt was explanted next day and a strata valve was implanted. The pt has reportedly gone home and is doing well.

Manufacturer narrative:
An investigation has been initiated based on the reported info.